Event description:
It was reported that a decline in hearing performance was noticed by the pt's guardians in (B)(6) 2013. A response of the auditory nerve was obtained only on the basal channels. The pt used only 4 channels, channels 8-11. Diagnostic imaging showed the electrode array to be inside of the cochlea. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.